Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. The pump was also received with case cracked behind the pump near the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the battery compartment. The customer¿s blood glucose level was 15.9 mmol/l. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.